Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance on the spinal cord stimulator (scs) leads. The patient underwent a lead replacement procedure and was doing well with good coverage postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in may 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7077290 UDI: (B)(4).